Event description:
It was reported that during a procedure using a dyonics whirlwind 90 probe, the probe gave an error code. This error caused a surgical delay of 30 minutes, until they could get a back up probe to complete the procedure. There were no other delays or patient complications reported as a result of this event.